Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the surgeon stated that the staff cleaned the jaws after activations to minimize eschar on jaws. Felt that the sealing of exact was not on par with the device that was used prior. After the patient skin was closed and prior to extubation, it was noticed that the patients drain was filling up indicating an active bleeder. The patient was reopened and controlled the bleeding with bipolar and suture. Patient had to be reopened prior to being extubated in the or (operating room) due to bleeding that was occurred.